Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the physician author indicated that there is no complaint against the devices used in this study. All of the reports of infection were part of the clinical spectrum of patients recruited.

Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were referenced in the article, but with no device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately 67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: monitoring of arrhythmia and sudden death in a hemodialysis population: the crash-ilr study. Plos one. 2017; 12(12). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icms). The article reports that one patient experienced a superficial infection and one patient experience an infection. The icms were removed. It was additionally reported that multiple patients experienced undersensing and oversensing including t-wave oversensing (twos) of the device. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.